Event description:
Bravo device inserted into esophagus, attempt to deploy device, plunger pushed down, released with 1/4 turn returned to a normal position. Md attempt to remove device met with resistance. Add'l attempts to deploy were unsuccessful.

Manufacturer narrative:
No pt injury has occured following this incident.